Event description:
Initial information was received from a nurse who reported 3 cases on jul-21-2010. This is case 3 of 3. A currently (B)(6) patient received poly-l-lactic acid (sculptra) injections sometime in the past. After poly-l-lactic acid was injected, it was discovered the patient had sarcoidosis. Four to five months after the poly-l-lactic acid injections, the patient developed a dime size granuloma. It took about 1 to 1/2 years for the granuloma to go away. No further relevant information was provided. (B)(6).